Event description:
Event description guidant received information that this atrial lead appeared to be fractured at the suture sleeve site after being viewed with flouroscopy. During the revision procedure, the atrial and ventricular leads were difficult to remove from the header of the device. In addition, the right ventricular lead appeared to be slightly bent. Evaluation of the atrial lead through the pacing system analyzer revealed normal unipolar pacing thresholds, sensing, and impedance measurements. Therefore, the decision was made to program the atrial lead to unipolar configuration, since it was difficult to obtain suitable vascular access. Although the pacemaker had not declared elective replacement time, the decision was made to remove and replace the device.